Manufacturer narrative:
Service visited the site on (B)(4) 2011. The field service engineer removed the waste exit cap assembly and cleaned with bleach. The fse primed to verify fluid evaluation. The issue was resolved.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to overfilling sample probe wash cup on synchron cx5 delta clinical system. There was no effect to patient or user.